Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the issue occurred after a cs alarm (064-00008) when the battery was removed to clear the alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the black box and alarm history did not show a cs 054 or cs 052 "slave communication error alarm". The pump powered up with a fully functional and fully illuminated display screen. The "blank screen" was unable to be duplicated. The pump's cover was removed and there was no intermittent condition found to the display flex/connector.